Event description:
The customer reported an error code 232.6040 on the 8100 sn (B)(6). No patient involvement. Description: the more information you can provide here, the easier time the support team will have in diagnosing and resolving your incident. Provide specific information (i.e. Customer names & ID) when applicable. (B)(6) / biomed need assistance on 8100 sn (B)(6) having an error code 232.6040. Resolution: steps taken to solve. High level steps/procedure: 1. Replace display board. 2. Return the module to the factory. Issue was resolved.

Manufacturer narrative:
Technical support performed troubleshooting with the customer over the phone and confirmed service: case #: 01243280 - npi 8100 error 232.6040. High level steps/procedure: 1. Replace display board. 2. Return the module to the factory. Issue was resolved. A review of the device history record for sn (B)(6) was performed from date of manufacture, 4/6/2010 to the present date 11/19/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical supports high level steps/procedure: 1. Replace display board. 2. Return the module to the factory. Issue was resolved. The customer reported problem is unconfirmed as the product was not returned for verification. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Manufacturer narrative:
The customer reported problem is unconfirmed as the product was not returned for verification.

Event description:
The customer reported an error code 232.6040 on the 8100 sn 13065520. No patient involvement.